Event description:
Bd 30 ml syringe luer-lok tip ref 302832, lot 1271413. Foreign matter found in syringe barrel. No injuries or harm occurred. Did not reach a patient. FDA safety report ID # (B)(4).

Event description:
Bd 30 ml syringe luer-lok tip ref 302832, lot 1271413. Foreign matter found in syringe barrel. No injuries or harm occurred. Did not reach a patient. FDA safety report ID # (B)(4).